Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent far field oversensing that led to inappropriate mode switching. Technical services (ts) recommended potential troubleshooting options for this device. This crt-d remains in service. No adverse patient effects were reported.